Event description:
The pt claimed that the keypad is peeling at the down and up arrow buttons and the pump is less responsive to the down arrow button presses. The pt admitted using alcohol to clean the keypad; however, the pump reportedly has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: there was no peeling observed on the keypad, the pump was intermittently responding to the up and down arrow buttons, the ok button was sticking, the down button contact was misaligned, and there was evidence of adhesive/contamination under the button contacts.